Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was showing a tidal volume and minute ventilation of 0. The device was reported to be outside of use at the time of the reported problem. The philips authorized service personnel (asp) stated in a good faith effort (gfe) response received that the customer found a 3rd party for onsite service. The asp was able to confirm that the device was returned to normal, but the customer refused to provide further information about the troubleshooting and resolution. The serial number of the affected device was not provided, so the serial number cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.